Event description:
It was reported that the pump became hot to the touch while it was charging. There was no adverse impact to the customer's blood glucose level. The customer planned to continue using their current pump but would rely on an alternate method if necessary.